Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient had an infection. The organism of the infection is methicillin-resistant staphylococcus aureus. The source of the infection remains unknown. It is believed to be a vegetation on his aortic artificial valve but the physicians are unsure. The device and leads that were explanted were sent for cultures and on (B)(6) 2024 came back negative for infection on the pacemaker system. He still has an implanted urinary stimulator system that is suspect. The physician explanted the original system and there was not a rep present. Today I am implanting a micra vr because the patient is having pauses.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2pjy5, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2pjy5. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that it was unknown if the infection was caused by or related to the ins or therapy. The steps taken to resolve the issue included extraction of transvenous system on (B)(6) 2024; micra implant (B)(6) 2024; infectious disease was consulted (B)(6) 2024; vancomycin 1500 mg IV daily for four weeks beginning (B)(6) 2024; did three months of antibiotics. The issue was resolved. It was reported that testing was done, this included: (B)(6) 2024 echo performed ¿no thrombus identified - no pericardial effusion, (B)(6) 2024 echo performed¿..there is an echo density on the leaflet tips of the aortic bioprosthetic valve, but us functioning normal, (B)(6) 2024 echo performed¿.trace pericardial effusion, (B)(6) 2024 echo performed¿..no pericardial effusion.